Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. Blood glucose level of the customer was 579 mg/dl at the time of the incident. The customer was treated with the insulin pump for hyperglycemia. It was also reported that the insulin pump had no delivery alarm. The customer was assisted with the troubleshooting for no delivery alarm and it was stated that the insulin exited and alarm was resolved. The customer was using insulin pump system within 48 hours of reported hyperglycemia event. The customer had positive results in ketones test, headache and stomach was hurting. The insulin pump will not be returned for the analysis.